Event description:
The hcp reported the pump stalled after the patient had an MRI and was subsequently "reprogrammed incorrectly by a nurse at the hospital so that the pump ran dry." The patient experienced no adverse symptoms that the hcp has been made aware of. The pump has been infusing morphine. The hcp is attempting device troubleshooting before considering replacement.